Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-07311. It was reported the patient was not receiving effective stimulation therapy from his drg system. The patient stated when he increased the stimulation therapy he would have some tingling in the hip area, not his pain pattern. A company representative met with the patient and when turning the patient's drg system stimulation on, one lead shut down and could only have one lead functioning at a time. Diagnostics revealed the patient's drg system had high impedance. Reprogramming of the patient's drg system was attempted but the issue persisted. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2 : reference MFR report: 1627487-2018-07311 . Follow up information received identified the patient's drg leads were replaced with new ones. Effective stimulation therapy was reportedly restored postoperatively.